Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap cystectomy: "the bag was deployed with the guide bead visible. The specimen was placed in the bag, the handle was pulled bag followed by the detachment of the loop cord string. When the bag was retrieved from the patient the guide bead was not visible. One portion of the guide bead was in the introducer and the other was in the retrieval bag."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  The snap ring is tightly fit within a groove on the bead, which requires extreme force to remove the ring from the groove. If the bead were to split from the clamp, they would both still remain attached to the cord loop. For either part to fall into the patient the cord loop would require cutting. Without the return of the unit the root cause could not be determined. Further details on how the procedure was performed and what types of instruments were used are needed to make a more thorough investigation. This document represents our final report.